Manufacturer narrative:
(B)(4).

Event description:
It was reported that the riata lead exhibited increased threshold. No externalization was noted. The lead was capped and replaced. The patient was stable.